Event description:
Legal counsel for the patient reported that the patient underwent a revision total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to alleged infection. The biomet head, stem and competitor's cup and liner were removed and replaced with a biomet cup, head and stem. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2012-01374 / 01380).